Manufacturer narrative:
The device was not returned to the MFR for eval. A follow up report will be submitted if the product is returned, and if the investigation results require.

Event description:
It was reported that during an anterior lumbar inter-body fusion, the bur broke and fell into the surgical site. The bur fragment was immediately retrieved by the surgeon with a clamp and the pt was irrigated; no fragments remain in the pt. The procedure was completed with backup equipment, causing a slight delay of less than 30 minutes. There was no pt or user injury reported, and no adverse consequences alleged. No add'l treatment was required for the pt, due to the incident.